Manufacturer narrative:
The suspect medical device was not returned; an evaluation was performed based on the two (2) images provided by the customer. The complaint could not be confirmed. The tip of the device had separated from the body. At the site of separation on the body of the device, the external transition line appears to be within acceptable criteria as specified. The device likely experienced excessive tensile force during use, causing the tip of the device to separate from the body. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
Account report that during a procedure the tip of catheter broke off inside the patient. The tip was retrieved. No significant pressure or torquing was used. No reported patient injury.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.